Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the main pcb was causing the error 1. To correct the customer complaint, the site replaced the main pcb. The site replaced the bezel sub-assembly due to cracks. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported the system responds with error 1. There was no pt involvement. The device is used in porcine labs.